Event description:
While the unit was in use on a patient, the unit intermittently displayed "no trigger" alarm in ECG, a/v pacer, and pressure modes. The patient was switched to another unit and therapy was continued. No patient injury was reported.